Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump buttons were hard to push and rejected new batteries. The customer blood glucose level was unknown. It was also reported that insulin pump send e alarm and customer had to took out battery out and put it back in for clearing it. The rewind was slow and battery cap was hard to tighten and it was loose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. No unexpected e/a alarm anomalies noted. Pump received with stripped battery cap coin slot. (B)(4).